Event description:
Engineering is investigating reports of field failures of the ac power supply. If the power supply fails, the device will not operate on ac power and it will not charge the battery. If the battery capacity drops below a certain level, the device might not power up when the on button is pressed or power down by itself during use.